Event description:
Patient alleges that tms treatment has affected her walking and caused her to stutter which negatively impacts her ability to work.

Manufacturer narrative:
The practice notes indicated that the patient used a cane prior to the start of tms and did not notice a persistent stutter. These adverse events are not known to be associated with tms treatment and a conclusion about the relatedness can not be made based on the information provided.